Event description:
It was reported that during an unknown procedure, the staples were unformed after the firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What confirmation was received that the device was fully fired (such as a crunch, compressed until unable to fire further)? Where within the green tissue compression/ gap setting scale was the orange indicator set for firing? Did the red safety remain engaged until firing? What was the shape of the staples (irregular in shape or legs straight)? Were there staples missing from the staple line? Was the cut line fully circumferential around the target tissue? Who fired the device? Has the person firing the device been trained on how to use the ees circular device? The analysis results found that the ccs25 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.